Event description:
It was reported by the patient the device battery depleted prematurely and there was a complaint on the device quality. Follow up with the physician's office disclosed the patient refused to come in for monthly follow-up appointments. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.